Event description:
It was reported that the patient is experiencing pain, limited flexion, nerve damage and extensive scar tissue following a right knee arthroplasty. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen sharp fluted stem extension 24 x 75mm catalog #: 00598801524, lot #: 62789328, nexgen cemented option femoral component right size f catalog #: 00599401692, lot #: j7456831, nexgen articular surface with locking screw 14mm catalog #: 00599404014, lot #: 64428256, nexgen sharp fluted stem extension 19mm x 75mm catalog #: 00598801519. Lot #: 65901029. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.